Event description:
It was reported that a device was used during a esophagastrectomy. After firing the device the surgeon noticed that there was missing staples on the out side of the anastomsis. The surgeon completed the case with hand suture. There were no consequences to the patient.